Event description:
A report was received that the patient was having difficulty charging due to the ipg being flipped. The patient underwent pocket revision and was reportedly doing well following the procedure.